Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, the signal loss was for an indeterminate amount of time. The customer declined to troubleshoot, and the customer declined to provide any additional information. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the pump and transmitter ultimately regained connection and the customer continued to use the pump for insulin therapy.